Manufacturer narrative:
(B)(4). Uncut washer - blemished. The analysis results found that the device arrived in good visual condition without staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device, the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? Open. What device was used for the proximal and distal transection? What color reload? Ec60 and gold reload unit used. What purse string technique was used or what purse string technique does this surgeon normally use (ex. Hand tied purse string, purse string device)? Unk. How was the purse string placed, by hand or with an assist device? If an assist device was used, what product? By hand. Was the spike of the trocar inserted lateral or through the staple line? Unk. What confirmation did the surgeon receive that the anvil was firmly attached? Crunch feedback. When the device was fired, where was the indicator within the green zone/gap setting scale? Behind 1/3. Was buttressing material utilized? Yes. Product code name is unknown. Was the instrument fired across or near an existing staple line or clip? Unk. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. What steps were taken to confirm successful anastomosis (such as leak test, donut confirmation, etc.)? Donut confirmation. Did the operation change significantly as a result of the device issue? No. What is the patients age and sex? Male and (B)(6). Did a hcp other than the primary surgeon fire the instrument? If so, whom? Hcp. Was there a recent conversion to ees devices in this account or with this surgeon? Changed to competitor's device.

Event description:
It was reported that during an unknown procedure, the staples were malformed after the firing. The surgeon changed to competitor's device to complete the procedure. No patient consequences reported.